Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/30/2021. H.6. Investigation: bd received a 22 gauge insyte autoguard unit from lot 0248530 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had been bent at the notch. Next, the device was microscopically inspected and the notch was noted to have the wrong shape. This misshaped notch was determined to be the cause of the bend. Based off the visual/microscopic inspection the engineer was able to verify the reported defect. It was determined that these notches are a supplied product and not something that were manufactured at the facility.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in needle retraction was slow. The following information was provided by the initial reporter: this is a report about a bent needle of insyte autoguard. According to the customer's report, after catheter placement, the hcp attempted to retract the needle but felt resistance. When checking the product, the needle was found to be bent.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in needle retraction was slow. The following information was provided by the initial reporter: this is a report about a bent needle of insyte autoguard. According to the customer's report, after catheter placement, the hcp attempted to retract the needle but felt resistance. When checking the product, the needle was found to be bent.